Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument. Fse found collet # 2 broken and stuck. Fse replaced collet, cleaned sleeve and verified hold and pull force were in specification. The instrument was tested without further problem and was returned to expected operation.